Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump under-infused. During an infusion of fentanyl at 10ml/hour the medication bag appeared to have more than 200ml remaining in the bag; however, per the narcotic sheet and novum pump there should have been 137ml left in the bag. Additional unspecified medications were provided to the patient to prevent self extubation. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.